Event description:
Account reports 2 episodes of leaking from the tubing on 2 days in 2002 resulting in chemo spills. In addition, they had 1 other report earlier that they had not reported but had saved samples. No pt. Injuries reported.